Manufacturer narrative:
The exam archive of the registration attempts was analyzed: reviewed exam with the following findings and likely contributors to registration inaccuracy: touch n go: symmetric fiducial marker placement. Markers placed on loose skin. Point merge: used same poorly placed fiducials. Points selected within orthogonal views were not located on skin. Points selected were about 2mm from skin. Tracer: poor tracer technique; tracer does not include lateral or posterior portion of anatomy. Conclusion: there are multiple use errors with the various registration techniques ranging from poor fiducial marker placement on loose skin for touch-n-go, to poorly selected points for pointmerge, to a poor tracer technique for tracer registration. Software is functioning as designed. Issue was not due to malfunction and no harm was caused. Instructions for use which accompany this device provide guidance and recommended pattern for tracer registration & fiducial placement.

Manufacturer narrative:
Patient weight not made available from the site. Medtronic representative determined likely cause of the inaccuracy was poor fiducal placement. Multiple fiducials were placed in areas with loose skin. Tracer technique did not include sufficient lateral anatomy above the brow line. On 10/26/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, pointmerge and touch n' go registration (registration error 5.0) failed. The fiducials were used for both registration techniques and were placed symmetrically on the patient. Site moved forward with tracer registration, however, was inaccurate (5 inches, direction unknown), the registration model was high quality and produced from a computed tomography (CT). The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was 20 minutes. There was no impact on patient outcome.